Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cesarean section. Concurrent conditions included depression, squamous cell metaplasia, adenomyosis, uterine scar and endometriosis. Concomitant products included cilest (tri-sprintec), eugynon (lo/ovral), iron and medroxyprogesterone acetate (provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension and anaemia outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anaemia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal bloating, abdominal pain, anemia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdominal pain, anemia, did not undergo essure confirmation test. Outcome of events abdominal pain, bleeding and cramping were updated to recovered/ resolved. Concomitant conditions, concomitant drugs, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.